Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation from physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's relative reports left side seroma-late. Device remains implanted.

Event description:
Additional information reported: fever and "immense pain caused by seroma." Device has been explanted.